Event description:
Asr revision. Right asr hip resurfacing system.. Reasons for revision: pain, alval/soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Right asr hip resurfacing system. Reasons for revision: component loosening (cup), pain, alval/soft tissue reaction. The surgeon reports that the cup rotated 100 degrees and the patient was admitted to hospital on (B)(6). Update 19 august 2014. Marked as legal, added kid number, added (B)(6) alert.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Right asr hip resurfacing system. Reasons for revision: component loosening (cup), pain, alval/soft tissue reaction. The surgeon reports that the cup rotated 100 degrees and the patient was admitted to hospital on (B)(6). **update** 19 august 2014. Marked as legal, added kid number, attached kennedys alert. Update - amended implant date, added file handler details. Taken from claimsuite dated 29th april 2015. Surgery date: (B)(6) 2007.